Manufacturer narrative:
Investigation: smiths medical evaluation of the returned event sample - extent of report: a sample was returned for investigation. The luer area of the syringe was viewed under 10x magnification and no marks or damage other than the broken luer was discovered. The condition seen can occur when the luer is moved sideways in a rapid motion. If the luer is moved in a slow motion, the luer will bend which results in a white line in the area of the bend. A review of the IFU shows that the filter-pro device should be pushed on to the luer. Step 4.a.1 states "firmly push filter-pro device onto luer as illustrated below (fig. 1)." The picture shows the filter-pro device is pushed straight down onto the luer. The manufacturing records were reviewed and no comments regarding this issue were noted. The maintenance log was reviewed and no comments regarding the issue were found. Conclusion: based on the condition of the sample, the most likely cause is rapid side motion of the filter pro on the luer.

Event description:
User alleges one event of when engaging the filter protection, the syringe luer broke involving blood projections at the level of the face of the nurse. No treatment.